Manufacturer narrative:
The investigation for the positioning issue has been completed. Clinical review confirmed the impella slide back through the tunnel into the chest. The physician attempted to pull it back through with no success. There was a kink noted in catheter shaft after removed. Root cause was improper use technique. Device not returned for investigation. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 54yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that right as the graft was being fixated to the anastomoses during insertion, the pump slid back through the tunnel into the chest. An attempt was made to pull it back through with kelly clamps but without success. The device and graft was then removed. There was a kink noted in catheter shaft. A decision was to replace with new device. There was no patient harm reported.